Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify keypad unresponsive/button error alarms due critical pump error. Corroded force sensor and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer wore insulin pump while swimming and keypad was not responding. The customer stated that there was residual of water on the screen. Customer performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.